Event description:
It was reported that the patient experienced breakthrough pain. During a dye study the healthcare provider was unable to see catheter placement. The actions required as a result of the event included surgical intervention specified as a catheter revision/replacement. Diagnostic testing or troubleshooting included a dye study, checking logs and x-rays. A myelogram found no issue. The product issue was not resolved and the cause of the issue was not determined. The patient¿s status at the time of report was alive ¿ no injury. The patient experienced less than 50% therapy relief. The location of issue or symptom was an unknown location. It was later reported that a catheter/revision was anticipated, but not yet scheduled. Additional information received later reported surgical intervention occurred on (B)(6) 2015. It was noted that nothing was explanted, revised or replaced. It was unknown if catheter segments were left in the intrathecal space. The patient recovered without permanent impairment. The pump was used to infuse dilaudid and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).